Manufacturer narrative:
It was reported that a revision surgery was performed due to loosening and possible infection. The associated legion cr oxinium femoral component, genesis ii cemented tibial baseplate and legion ps high flexion insert were not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation, and the reported event could not be confirmed. It was reported that a revision surgery was performed due to loosening and possible infection. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened. We consider this investigation closed. Credit cannot be issued for these devices. The risk management file and instructions of use for the product were reviewed. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, post-operative healing issue, abnormal motion over time, bone degeneration, fit / sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. If new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Be re-opened.

Event description:
It was reported that a revision surgery was performed due to loosening and possible infection.